Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt was reporting glare at night. There is a line in the center of the optic from 11-5 o'clock, which is not consistent with where the lens folded during implantation. In a follow up, the surgeon reports that the outcome of the event is unk. Posterior capsule opacification was noted three months postoperatively.

Manufacturer narrative:
The product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/30/2011, 07/05/2011 and 07/15/2011 by fax, mail and phone. A completed questionnaire was received 07/18/2011. (B)(4).